Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the breath delivery unit (bdu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient an 840 ventilator shut down unexpectedly. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.